Event description:
Since mentor gummy bear breast implantation in 2010, I have had muscle pain, joint pain, hair loss, easy bruising, skin rashes, hormone imbalance, skin pigmentation changes, chronic neck and back pain, numbness in arms and hands and feet; cold and discolored hands and feet, digestive issues, slow muscle recovery after activity. Chemical sensitivities, reoccurring yeast infection, throat clearing, headaches, adrenal symptoms and breast tumors. I was diagnosed with breast cancer in (B)(6) 2018 and had to have bilateral mastectomy with immediate reconstruction of natrelle inspira breast implants in (B)(6) 2018. Now that I know about breast implant illness and all the health issues I have been experiencing, I want these new implants extracted.